Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a cracked in insulation visual examination identified sharp curves in the electrode body and sharp curves in the electrode body . Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal electrode cable was fractured at 11.2 cm and 13 cm from the terminal pin . The inner conductor coil was fractured in the areas of the observed curves at 13.8 to 15 cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed high shock impedance.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the electrode. The patient was brought into the clinic where no noise was able to be produced with isometric testing. It was noted that the patient had undergone a laparoscopic gall bladder removal seven days before the high impedance alert. The site of the laparoscopy was very close to the xiphoid incision. There was a question as to if the procedure affected the electrode. A revision procedure was performed where the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the electrode. The patient was brought into the clinic where no noise was able to be produced with isometric testing. It was noted that the patient had undergone a laparoscopic gall bladder removal seven days before the high impedance alert. The site of the laparoscopy was very close to the xiphoid incision. There was a question as to if the procedure affected the electrode. A revision procedure was performed where the entire system was explanted. No additional adverse patient effects were reported.